Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
During surgery, the surgeon used the monotube triax. When the surgeon was tightening them with the wrench, one of the screws of the clamp broke. (The screw for locking the pin). Thus the surgeon changed the pin clamp to the pin clamp of sterile kit. The surgeon mentioned that he did not give any unnecessary high force to tighten the screws.